Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Litigation papers allege the patient presently is in pain, and has been advised by her orthopedic surgeon that, it is her decision as to when her depuy asr hip will be removed and replaced.